Event description:
It was reported that following the placement of an advance xp sling on an unknown date, the sling eroded "through the urethra" requiring the removal of the sling. The patient was implanted with another continence device on (B)(6) 2017. No further patient complications were reported in relation with this event.